Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device trace download analysis confirmed the device alarmed power error 25. The adapt tool confirmed power error 25 alarms were triggered when the battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl and 100 mg/dl, 600 mg/dl. Customer treated with insulin pump. Customer declined troubleshooting. Customer stated insulin pump had power error detected alert. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated notification light did not immediately stop flashing. The insulin pump will not be returned for analysis.